Manufacturer narrative:
(B)(4). The pt underwent an iol exchange procedure on (B)(6) 2013. The available info also indicates that the capsular tension ring (ctr) was teased off during this surgery and that an anterior vitrectomy was performed. Analysis of the iol was undertaken by a third party independent laboratory. The device analysis performed by the laboratory concluded that "sem and edx spectroscopy showed that there were no inorganic deposits on or below the surface of the iol. There were, however, deposits on the iol detectable which seemed to consist of organic material (proteins, cells etc)." The development of "opacification" in this case cannot be attributed to the iols material or design. The results of the device analysis indicate that protein and cell growth has caused the appearance of "opacification."

Event description:
Rayner intraocular lenses rec'd notification from (B)(6) of an event that occurred following descemet's stripping automated endothelial keratoplasty (dsaek) surgery and repeat air bubble surgery. The event description provided indicates that the healthcare professional observed the development of opacification in the implanted intraocular lens (iol) post these add'l surgical procedures.